Event description:
On (B)(6) 2022, it was reported by a distributor via sems that an ar-1409lp-50 low profile reamer tip broke in half inside of the patient's bone, when the surgeon was attempting to ream the femoral tunnel. This occurred during an acl reconstruction procedure on (B)(6) 2022. No additional information provided. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.